Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed open irritations on his back that had become infected. It was reported that the sores were open, weeping, and bleeding with pus. The patient was reportedly bedridden. It was also reported that the patient was in a nursing home, and they lifevest garment may not have been changed in 7 months since the patient was originally fit with the lifevest. The patient saw a physician, who prescribed a powder for the area. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.